Event description:
It was reported that the ilet was cracked after a hard drop, resulting in unresponsive screen function and the need for replacement. Symptoms included no reported alerts or alarms and no clinical symptoms. Outcomes included no reported impact on daily activities and no need for medical intervention or hospitalization. Investigation included a review of device performance history, user report assessment, and evaluation of complaint trends. Investigation of this case revealed physical damage consistent with accidental impact and no indication of a device design or manufacturing defect. It was concluded that the event resulted from user-related accidental damage, and the device was replaced.